Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the software was not starting. Upon troubleshooting actions, the customer provided a picture showing that the acquisition and review screens were not displaying the complete software image. The fse reinstalled the software and performed functional tests. After reinstalling the software, the system was returned to use in good working order. Few days later, the issue reoccurred. The philips service engineer replaced the x-ray pc hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system's software was not fully starting, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.